Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was in overdischarge in the prior week. It was noted that an appointment was set up to address the issue at a later date/time. It was later clarified that the patient did not have an overdischarged battery as the reporter was mistaken and that the patient just needed reprogramming. It was noted that the reporter was notified about 1.5 weeks prior to the report that the patient was not getting therapy. The patient stated that the therapy ¿quit working¿ three months ago. The patient did not have a fall or trauma and had no historical impedances to go off of. It was noted that all impedances on reference electrode 0 were greater than 20k at 1.5v. The reporter stated that when he went to 3.0v only one was over 40k although the rest were still high. The reporter further stated that he ran all his impedances as follows: on reference electrode 1: 3, 4, 6 were out of range, high. On reference electrode 2: 6 was out of range, high. On reference electrode 3: 4 was out of range, high. On reference electrode 4: 6 was out of range, high. On reference electrode 5: 6 was out of range, high. On reference electrode 6: 7 was out of range, high. It was further stated that the patient¿s impedances had changed from the original setting a bit but no cause of the issue was determined. The manufacturing representative saw the patient on (B)(6) 2014 and was able to program around some of the high impedances. The patient was receiving proper therapy and had good therapy from the shoulder blades to feet. The health care professional decided not to order x-rays or do any further interventions or troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3998, lot# l70606, implanted: (B)(6) 1999, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).